Manufacturer narrative:
One photo was provided for evaluation which confirms the complaint of contaminated item. The reported complaint can be confirmed from the photo provided but without the return of the sample, a comprehensive investigation to determine the source of the contamination cannot be performed. Lot history review was performed and no relevant nonconformities observed that would have contributed to this complaint.

Event description:
The event involved a 112" (284 cm) appx 14.4 ml, 15 drop primary set w/3 microclave¿, rotating luer with possible lot numbers 14246714 and 14224719 where it was reported that the customer had a contaminated item. The primary nurse did not notice the problem while priming the fluids. During the fluids infusion, the secondary nurse noticed the problem. The patient involved was receiving the IV fluids prior to stopping the infusion to evaluate the defect when a secondary nurse observed the problem. The secondary nurse was unable to remove it from the outside of the device with an alcohol swab and unhooked the patient and got an entire new line set of a different manufacturer and initiated IV therapy. Afterwards, the secondary nurse attempted to open the inside and determine if it was on the inside of the tubing but could not remove the defect by any means of sanitization. No immediate harm transpired to the patient that was observed while in care at the surgery center.

Manufacturer narrative:
Possible lot numbers: 14246714 (mfg date: 12/01/2024, exp date: 12/01/2029). 14224719 (mfg date: 11/01/2024, exp date: 11/01/2029). The device is not available for evaluation. The investigation is pending.